Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device intermittently became unresponsive to the sleep/wake button approximately every other week, presenting as a frozen state with the display illuminated but no response to short or long presses, and functionality restored only after placing the device on a charger. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status, no medical intervention, and no alarms. Investigation included customer interview and complaint trend review. Investigation of this case revealed the event could not be replicated and the cause could not be determined due to lack of real-time troubleshooting and no product return. It was concluded that the root cause was undetermined and no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.